Manufacturer narrative:
D3: mfg establishment name; ICU medical asd, inc. D9: date returned to mfg; 12/29/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported malfunction was confirmed. It was found that the downstream occlusion(dso) seal was defective; the seal has cracks. The dso seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cracks were observed in the black rubber seal on the underside of the pump, where the disposable is connected. There was no patient involvement.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.